Event description:
Caller called back and provided case number and reiterated details of case. Potential patient (pt) last name obtained. Caller said pt had been using indoor stairlift for 6 months and got device implanted, but then experienced shocking sensation when using the stairlift at "certain points." Caller said they were unsure of what the pt's first name was, but assumed the last name was the same as the pt's husband's last name. Technical services (tss) did not collect callback number on call with caller. Tss tried to call back using caller ID, but could not get in contact with caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, other) regarding a patient who was implanted with an implantable neurostimulator (ins). Caller was engineer at stair elevator company, but was not an hcp. Caller said a pt had experienced shocking sensation when going over the joints of a stair elevator. Caller confirmed shocking sensation only when pt went over joints, but not the entire time chair operating. Caller mentioned chair was powered by 24v battery motor about 11 inches under chair. Chair traveled 18ft per minute and crossed the first rail joint about 20 seconds into the rail. Tss discussed patient activities compatibility guidelines and suggested possible troubleshooting with caller. Tss also discussed lead and spinal anatomy. Tss discussed general scs considerations around therapy settings and use.